Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead gradually exhibited high impedance and high capture threshold since (B)(6) 2017. All other electrical measurements were in range. The pacer dependent patient was asymptomatic. During lead revision on (B)(6) 2018, the patient had tortuous vein so a whole new system was implanted on the right side. The old system was left untouched on the left side. The patient was in stable condition prior, during, and post operation.